Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (klebsiella pneumoniae, pneumoniae spp. Esbl) had a high mic for the drug ertapenem. The user performed manual confirmatory testing. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) with escherichia coli and klebsiella pneumoniae when using phoenix panel nmic-306 (catalog number 449292) batch number 4282521. The customer did not return panels but returned isolates, phoenix generated lab reports and binary files for the investigation. To investigate, retention panels of the complaint batch were tested using customer returned isolates escherichia coli n807013420 and klebsiella pneumoniae n806023049 on a phoenix m50 machine and evaluated for etp mic results. Also, control panels from the same material but different batch were tested using customer returned isolates escherichia coli n807013420 and klebsiella pneumoniae n806023049 on a phoenix m50 machine and evaluated for etp mic results. The isolates tested returned sensitive and intermediate mic results. For further analysis, disc diffusion was performed on the customer returned isolates. Results of the disc diffusion shows e. Coli n807013420 with intermediate mic results and klebsiella pneumoniae n806023049 with sensitive mic results. Therefore, all panels tested returned the expected mics for etp, this complaint is not confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 a patient isolate (klebsiella pneumoniae, pneumoniae spp. Esbl) had a high mic for the drug ertapenem. The user performed manual confirmatory testing. No health impact or consequence reported. Report 2 of 2.